Event description:
It was reported the subject device had a fuzzy image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. The device evaluation found minor scratches on the distal edge and scope received without light guide adapter. Based on the results of the investigation, the most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a fuzzy image. The issue was found during preparation for use. There were no reports of patient harm.